Event description:
Customer reported she was having issues with sensor readings. Customer stated her blood glucose was 131 mg/dl and sensor was reading below 70 mg/dl. The insulin pump went into threshold suspend. Customer was advised in how to properly calibrate the sensor. Troubleshooting for alerts was also performed. No further information reported.

Manufacturer narrative:
Inspected one opened/used enlite sensor and performed bicarbonate buffer test. The sensor failed per specification due to high readings. Unable to test or reproduce skin irritation in lab.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.